Manufacturer narrative:
Phone number not provided. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's etc2 pump is not functioning properly. There was no reported patient involvement.